Event description:
It was reported by the surgeon "the pt's post-op course was much more difficult than usual. She had a low grade fever for two weeks following the surgery, vague abdominal pain out of teh ordinary, and nausea. Since then she has had abdominal complaints in the past 6 months, like vomitting, and vague abdominal pains. The pt stated that her gastroenterologist mentioned that may be adhesion type of symptoms."

Manufacturer narrative:
The filing of this report as required by regulation does not constitute an admission that the device or the party submitting the report caused or contributed to the event described herein. Medical review could neither establish or rule out a contribution by gynecare intergel.